Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. There was no indication that the product caused or contributed to an adverse event. No further information was provided. If additional information is obtained, a follow-up report will be submitted. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the low battery and/or replace battery alarms.

Manufacturer narrative:
Follow-up #1 date of submission 12/06/2016-correction to brand name, model #, serial #, & PMA/510(k) #.